Manufacturer narrative:
Upon further review, device code does not apply to this event. It was previously reported that the consumer was unable to turn the device on post-operation without complications, however it was determined that the consumer was able to turn the device on post-operation without complications. Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found the ins was functionally okay with insignificant anomalies. Analysis of the lead (serial #: (B)(4)) found the lead body conductors were broken at the titan anchor site; #5 and #6 conductors were open circuits, broken 9.5 cm from the distal end. Upon further review, evaluation result code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional reported via a manufacturer's representative that a consumer recently underwent a spinal decompression with fusion and multilevel hardware implantation. The consumer was unable to turn the spinal cord stimulation device on post operation without complications. Within a week post operation, with the device turned off the consumer felt a shocking sensation down his legs. Turning the stimulation on or off did not help with the shocking sensation. It was thought that the surgery for decompression and fusion of the thoracic spine led to the event. Diagnostics were performed on the device and impedance tests found that electrode #10 was at >4000 and all others were below 1000. The programming was in electrodes 6-9. The device was covering areas of pain. The issue was not resolved at the time of the report. Surgical intervention was taken and the spinal cord stimulation device was removed so the patient could have MRI's. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.